Event description:
Litigant alleges that while driving his van, the implanted pulse generator failed and caused the discharge of excessive and harmful levels of voltage, causing litigant personal injuries.